Event description:
The permanent cautery spatula instrument was returned, no further information was provided. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, no information was provided. Engineering evaluated the instrument and found the instrument exhibited some residue on the distal end. Some residue was found between the distal clevis and the conductor wire cap and on the conductor wire and the spatula had some discoloration at the tip. The instrument was placed on an in-house system to test for cautery but the instrument was not recognized. The dcp (dallas chip programmer) was not sensed. The pogo pins were not stuck or contaminated. The instrument also failed electrical continuity testing. Deep scratches and a bent banana plug were also found. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length, measuring approximately .2025. The banana plug was bent at the back of the chassis. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.